Event description:
Draeger anesthesia machine in gi lab. The machine periodically won't pick up the o2 saturation reading at the beginning of the case and also periodically stops sensing in the middle of the procedure. No known harm to any patients.